Event description:
The affiliate stated the customer reported falsely elevated troponin I (access accutni) results, for seven patients, involving the access accutni assay used in conjunction with the unicel dxc 600i synchron access clinical system. This report is one of seven referencing the two patients on the event date noted. The customer stated the initial elevated results were released from the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. Subsequent testing of both patients' samples, on the same instrument, produced lower results, within the normal reference range. The samples were collected in serum tubes and centrifuged between 4,200 and 4,400g (relative centrifugal force) for ten minutes, at room temperature. All system parameters, including quality control (qc), calibrations, and system checks, were performing within assay and instrument specifications at the time of the event. No system issues were noted. The instrument was in normal operation.

Manufacturer narrative:
There is no indication the access accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the event could not be determined with the available information. All related medwatch reports associated with this incident: 2122870-2014-00062; 2122870-2014-00063; 2122870-2014-00064; 2122870-2014-00065; 2122870-2014-00066; 2122870-2014-00067; 2122870-2014-00068.